Manufacturer narrative:
Corrected information: (lot expiration) plant investigation: the reported complaint is not confirmed as a complaint sample was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the material and process controls were within specification. The lot passed all release criteria. A definitive conclusion regarding the involvement of the concentrate product could not be reached without a physical analysis of the dialysate used during the reported event. A retrospective review of the batch production record (bpr) did not identify any nonconformance and/or abnormalities during production that could have caused or contributed to the reported event. Therefore, no evidence of a manufacturing problem exists to substantiate a causal relationship between the concentrate product and the reported event. Granuflo dry acid concentrate is manufactured to meet aami requirements using validated processes, and released based on a determination that the finished product met those requirements.

Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch will be submitted upon completion of this activity. Clinical investigation: although a temporal relationship exists, there is no documentation that suggests a causal relationship between the event of hypotension and subsequent expiration of the patient and any fresenius products. Additionally, there has been no allegation of a device malfunction or deficient product and the association with the event of hypotension and expiration of patient. However the patients significant medical history, including diabetes mellitus, gi bleed, seizure disorder, calciphylaxis and reported very ill state likely contributed to the patients hypotension and death. The patient had a do not resuscitate (dnr) order in place so no resuscitation efforts were initiated.

Event description:
A user facility reported that a patient was found to have expired approximately 2 hours into their hemodialysis (hd) treatment. The patient, who was a resident in a skilled nursing facility (snf), had a history of multiple co-morbid conditions. Follow-up was provided by the nurse manager who revealed that the patient was late to the hd therapy due to feeding issues. Upon arrival, the patient was in usual state of health without complaint, however, the patient appeared confused at times. The patient¿s pre-treatment blood pressure (bp) was low, 92/56, but this bp was considered usual for this patient. The patient¿s ultrafiltration (uf) goal was 2.1 liters (l). The patient did not receive heparin pre-treatment. The conductivity was checked prior to treatment using an external meter and no conductivity issues were observed. The treatment was initiated at 12:20 pm without issue. The patient had no complaints, but continued to exhibit periodic confusion. The patient was administered 100 milligrams (mg) of venofer as prescribed (time unknown). A blood pressure alarm occurred approximately 2 hours into the hd therapy which alerted the nurse to an issue; the patient¿s blood pressure was 68/28 at the time of the alert. The patient was found unresponsive. The blood within the extracorporeal circuit was returned, and then the treatment was discontinued. No resuscitative efforts were performed since the patient had a do not resuscitate (dnr) order. The physician and the nursing supervisor from the snf were notified. The nursing supervisor arrived and pronounced the patient dead. The ultrafiltration rate appeared appropriate for the uf goal. The cause of death was listed as cardiac arrest, cause unknown. The nurse manager confirmed that neither the venofer nor any of the fresenius products in use during the patient¿s treatment led to the patient¿s death. No device malfunctions were alleged, observed or reported during the hd treatment. The machine was removed from service after this event and evaluated by a fresenius regional equipment specialist (res). The res calibrated the uf pump and conductivity cell during the on-site evaluation. Functional testing performed by the res confirmed the system was operating properly. The unit is ready to be returned to service at the user facility. No malfunction of any fresenius product in use during the hd treatment was alleged, observed, or identified prior to, during, or following the event. The patient was noted as having many co-morbid factors and a do not resuscitate (dnr) order. Therefore, the patient¿s death was not unexpected. The 2008k2 hemodialysis (hd) machine is not available for evaluation. The dialyzer is not available for evaluation by the manufacturer as it was discarded by the user facility. No samples of the acid/bicarb in use during the treatment are available for analysis.